Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. No issues were noted with the profile of the devices tip and profile of the stent. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked 35mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x28mm promus element¿ plus stent was selected for use. During unpacking, the physician encountered resistance upon removing the device from its packaging and a kink was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x28mm promus element¿ plus stent was selected for use. During unpacking, the physician encountered resistance upon removing the device from its packaging and a kink was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.